Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 for an acute right posterior parietal occipital cerebrovascular accident (pre-procedure). On (B)(6) 2012, the patient underwent a stenting procedure in an unspecified carotid artery with one rx acculink stent. Post procedure, on (B)(6) 2012, the patient experienced 2nd degree, type 2 atrioventricular block which was treated with dopamine. On (B)(6) 2012, the patient underwent a permanent pacemaker implantation. The patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of bradycardia (a form of arrhythmia) is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.